Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received confirming that the device was explanted and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted tool marks on the case and header and body fluid contamination in the lead barrels. Also, all seal plugs were intact and all set screws operated normally. Upon x-ray inspection the device was noted to have no irregularities. The device also had no telemetry. The device case was opened and thereafter an internal visual inspection was performed without irregularities noted. Finally, the cause of the no telemetry condition and the cell depletion is a high current drain caused by a poly to poly breakdown on one of the electrostatic discharge (esd) protection capacitors on the monolithic microwave integrated circuit (mmic).

Manufacturer narrative:
A device replacement was scheduled at a later date. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to establish telemetry and thus, could not be interrogated. The device did not beep when a magnet was applied to it. Wide qrs complexes were also observed on the electrocardiogram (ECG) indicating an absence of ventricular stimulation. The patient was admitted to the hospital for further diagnosis and device replacement. Additional information was received indicating that the device will be replaced at a later date. The patient was subsequently discharged. The patient did have intrinsic rhythm and no adverse patient effects were reported. It was also later discovered that the patient had undergone laser scar removal over the device site. The device remains in service.